Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. The customer's blood glucose level at the time of incident was 470 mg/dl. The customer was treated with insulin pump and manual injection or insulin pen for high blood glucose event. Customer's current blood glucose value was 434 mg/dl. The customer experienced symptoms related to high blood glucose like difficulty in breathing. The customer was using the insulin pump system within 48 hours of reported high blood glucose event. The customer was not using the auto mode feature at the time of high blood glucose event. The customer also alleged that the insulin pump was under delivering. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Retainer ring ¿ black. Customer returned insulin pump for alleged insulin blocked alarm during bolus found on (B)(6), 2021. Device passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Test p-cap locked into the reservoir tube successfully. No unexpected insulin flow blocked alarms noted during testing. Pump successfully downloaded to thus. Confirmed several pump alarm insulin flow blocked alarm on nov 26, 2021 at 12:05 in the pump downloaded history. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. Unit successfully downloaded to thus and carelink. Confirmed (B)(4) units of normal bolus was delivered on nov 26, 2021. Several bolus's were programmed, delivered and recorded properly in the device history. The following were noted during visual inspection: pillowing keypad overlay, scratched case, stained keypad overlay, cracked keypad overlay, serial label damage, end cap address label missing and minor scratches on lcd window. In summary, customers alleged insulin blocked alarm during bolus was not confirmed during testing. No under delivery has bene confirmed. Pump passed full dry test. No unexpected insulin flow blocked alarms noted in pump history download. No anomalies noted on electronic/motor assemblies. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.